Manufacturer narrative:
One used unit was received for evaluation. The customer claimed there is obturator of size 9.0 in the package of size 7.0. Under visual inspection it was confirmed that the obturator is size 9.0 as reported by customer. Corrective action is in place regarding this issue. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product.

Event description:
It was reported that the package included obturator for size 9.0 instead of size 7, and therefore the obturator did not fit inside the cannula. As the procedure was performed in the operating room, the cannula could be placed in the patient with the help of other instruments. The event occurred in the hospital and there was patient involvement, but no injury.